Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to discomfort and pain which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient with this neurostimulator had a pocket and tined lead revision. The patient experienced pain at their right hip and buttock area. The physician was unsure if it was device related but had moved the neurostimulator and the new tined lead to the left side. The patient fully recovered.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient with this neurostimulator had a pocket and tined lead revision. The patient experienced pain at their right hip and buttock area. The physician was unsure if it was device related but had moved the neurostimulator and the new tined lead to the left side. The patient fully recovered.